Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected under vhx and found to have its tip damaged. The device passed flushing test (pre and post decontamination). The reported allegation was confirmed.

Event description:
Reportable based on analysis completed on 26mar2025. It was reported that during an atrial fibrillation ablation, a versacross connect for faradrive kit was selected for use. The versacross dilator was inserted into the faradrive sheath. Once fully inserted the tip of the dilator appeared kinked. Hence, a new kit was opened to replace the dilator and was inserted without issue. Transeptal was performed and normal aspiration was done. Premap was done with a non-bosto scientific catheter and normal aspiration was performed before and after catheter removal. Farawave was inserted to start pulmonary vein isolation and normal aspiration was done before and after catheter removal. The catheter was again inserted for a post map and normal aspiration was performed. It was touch up the posterior wall and intended to touch up the right inferior pulmonary vein with the farawave. That catheter was inserted once more and normal aspiration was performed. Then ablated the posterior wall when the physician noticed excessive tangling of the catheter, electrical cable, sheath flush line, and guidewire and baylis connection. The sheath valve was closed to the patient and unhooked the line to untangle everything. Once organized, he hooked the flush line up and attempted another aspiration and flush. At this point we aspirated out a ton of air and continue to pull in air while the catheter was in the sheath. The catheter and sheath were then removed from the left atrium. The catheter was taken out of the sheath and another aspiration was performed without issue. The procedure was completed using the original device and no patient complications were reported. The device is expected to be returned. For the first dilator, a damage on its tip was noticed after insertion into the sheath (bent). Same faradrive sheath. A second sheath was not opened. No damage noticed when we opened the package. The dilator was still fully intact. The second dilator was not in the sheath or body when the air was noticed. The guidewire and versacross connect is being referred to as the black electrical connection that connects the wire to the duo mode box for the bmc generator. When using the farawave catheter we do a lot of spins which can lead the catheter flush port, sheath flush port, black cable that connects the catheter to the farastar generator, and the versacross wire as mentioned above. However, analysis revealed that the dilator tip was damaged.